Event description:
General system failure alarm (#65) occurred after an "access extremely negative" alarm (13). The machine display instructed the operator to return the pt's blood. A delay in returning the pt's blood allowed the filter to clot. Consequently, the pt lost more than 200 cc, of blood. Since this was an intensive care therapy, no anticoagulant was administered during the treatment.